Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis were not reported. On the same day as onset, the patient was hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis and extraneal/physioneal therapies were ongoing. No additional information is available.